Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. One day after the event onset, the patient was treated with cefepime injection (1g, discontinued, route, frequency and duration were not reported) for peritonitis. The patient was discharged two days after being hospitalized for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information was available at the time of this report.